Event description:
An adverse event was reported involving the medical device gk384r - ceramic electrode tip l-hk f/gk372r. Specifically, it was reported that at the end of the surgical procedure, the hook at the tip of the medical device was noted to be missing. The surgery was paused, and pleural washing, thoracoscopic exploration, and a search of the operating room was performed, however, no fragment or foreign body was identified. The procedure was successfully completed and bed-side fluoroscopy confirmed that no fragments were present within the patient´s body. No adverse consequences for the patient were reported. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.